Manufacturer narrative:
The customer reported that the device's display was malfunctioning. The device was evaluated at philips, and the symptom was confirmed. Replacing the display resolved the issue.

Event description:
The customer reported that the device's display was malfunctioning.